Event description:
It was reported that the patient had an x-ray done on her left hand on (B)(6) 2013. It was noted that the reason for the x-ray was not related to the patient¿s therapy. It was further noted that since then the patient had headaches on the right side. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3389s-40, lot# v320477, implanted: (B)(6) 2010, product type: lead; product ID 3389s-40, lot# v320477, implanted: (B)(6) 2010, product type: lead. (B)(4). The device was used for an off label indication. The therapy the device was used for was mru.